Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation on the heart wall. The replacement procedure was successfully performed and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.